Event description:
The user reports the hearing performance with the device to be affected. Several channels have been disabled. The user was reprogrammed and the hearing performance with the device has improved since. Further troubleshooting will be performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the hearing performance with the device was affected. Several channels have been disabled. During a long haul flight in (B)(6) 2020 the user complained about intermittency with the device and feeling unwell. In addition vertigo was reported. Local audiologist recommended massaging the implant which improved sound over the course of a week. In (B)(6) 2021 the user reported unbearable loudness with the device and also "strange feelings in her head and her balance" were reported. Re-programming improved the hearing with the device. According to recent information from the 22.mar.2023 the user is again experiencing strong vibrations on the right side with and without the external processor. Re-implantation was suggested. The audiologist will discuss this with the user.

Manufacturer narrative:
Additional information: according to information received the recipient experienced a sudden hearing decrease with balance issues after a long flight. The symptoms recurred over time in a sudden way, were reportedly aggravated by loud sounds and were associated with tinnitus. Further the reported symptoms occurred bilaterally and also when the devices were not in use, which points to a device unrelated medical issues causing the reported issues. Further in situ measurements show several channels with hi status since implantation due to undetermined reasons.

Event description:
The user reported that the hearing performance with the device was affected. Several channels have been disabled. During a long haul flight in (B)(6) 2020 the user complained about intermittency with the device and feeling unwell. In addition vertigo was reported. Local audiologist recommended massaging the implant which improved sound over the course of a week. In (B)(6) 2021 the user reported unbearable loudness with the device and also "strange feelings in her head and her balance" were reported. Re-programming improved the hearing with the device. According to recent information from the 22.mar.2023 the user is again experiencing strong vibrations on the right side with and without the external processor. The use has been re-implanted and is satisfied with the hearing performance with the device.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to information received the recipient experienced a sudden hearing decrease with balance issues after a long flight. The symptoms recurred over time in a sudden way, were reportedly aggravated by loud sounds and were associated with tinnitus. Further the reported symptoms occurred bilaterally and also when the devices were not in use, which points to a device unrelated medical issues causing the reported issues. Further in situ measurements show several channels with hi status since implantation due to undetermined reasons. Due to the received status of the device, a failure location could not be found. Additionally, an incomplete insertion was reported at implantation with 2 extra-cochlear channels. This is a final report.